Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable inr patient results from a coaguchek xs inrange meter compared to the laboratory. The meter serial number was not provided. It was not clear if the provided data was for the same patient. Clarification has been requested but has not been provided. For patient comparison 1, the result from the meter was 5.7 inr and the result from the laboratory was 4.1 inr. For patient comparison 2, the result from the meter was 5 inr and the result from the laboratory was 3.7 inr. There was no allegation of an adverse event. The therapeutic range was stated as 2 - 3 inr.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Clarification was received that the provided patient comparison data was from the same patient. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.